Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined.

Event description:
A literature review identified the article, chen h, li z, yang d, et al. Clinical study of intramedullary nailing fixation for the treatment of danis-weber b in lateral malleolus fracture. The journal of international medical research. 2021 oct;49(10):3000605211047371. Doi: 10.1177/03000605211047371. Pmid: 34713740; pmcid: pmc8645306. This retrospective, comparative study focused on treating 73 patients with danis-weber b lateral malleolus fractures. The patients were treated between january 2017 to june 2019, and the mean age of the patients was 44.15 years (range 18-68 years). Two treatment methods were assessed. The first group of 37 patients were treated with locking plates from an unspecified manufacturer. The second group of 36 patients were treated with the acumed fibular intramedullary nail. Patients were assessed for operative time, intraoperative blood loss, hospital stay, fracture union, ankle functional outcomes using the olerud-molander ankle score (omas), and complications. In the locking plate group, 20 complications were reported. Eight (8) patients had an incision infection, eight (8) patients had discomfort from the internal fixation, and four (4) patients had loose internal fixation/fracture nonunion. The overall mean surgical time was 46.1 ± 13.9 minutes and the hospital stay mean was 8.5 ± 1.7 days. Intraoperative blood loss was a mean of 90.6 ± 13.0 ml. Fracture healing occurred with a mean time of 12.1 ± 1.7 weeks. Lastly, the omas score was 88.7 ± 4.4. In the fibula intramedullary nail group, 3 complications were reported. One (1) patient had an incision infection and two (2) patients had discomfort from the internal fixation. The overall mean surgical time was 39.4 ± 10.7 minutes and the hospital stay mean was 8.3 ± 2.2 days. Intraoperative blood loss was a mean of 76.5 ± 14.2 ml. Fracture healing occurred with a mean time of 10.2 ± 1.9 weeks. Lastly, the omas score was 89.5 ± 3.8. This study concluded that the use of fibula intramedullary nailing for fixation of danis-weber b lateral malleolus fracture provided similar to or better outcomes for patients. The intramedullary nail group had a significantly lower operation time (p = 0.025), lower intraoperative blood loss (p < 0.001), and shorter fracture healing time (p < 0.001).